Event description:
Caller indicated the relion confirm meter was giving high readings. Right before dinner the wife took his reading and was 167 so she gave 3 units of novalac because for them that reading was high. She doesn't usually give novalac unless his reading is high. After 30-45 min she noticed he was pale and sweating and he said he didn't feel right. Then she gave him orange juice, waited 10 min and took his reading again and was still showing a high reading of 183. She then decided to take a reading with their old meter and it was reading lower than 150. He does wash hands, uses a new lancet and uses alcohol, but does let it dry. After he had the orange juice he felt better. She decided not use the meter anymore and they purchased a different one. Controls not used. Requesting refund.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.